Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced valve 39. A siemens headquarters support center (hsc) specialist also evaluated the instrument data and determined that the only reported assay affected by valve 39 is (B)(6). The customer was informed that the (B)(6) assay is the only assay affected by the valve 39 failure. The cse successfully checked the aspirate probe 2, which utilizes valve 39 for fluid aspiration. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
The customer reported a system valve failure on an advia centaur xp instrument. The customer was concerned about the number of assays potentially impacted by the failed valve. There were no reports of adverse health consequences or known patient intervention due to the failed system valve.